Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The hub, shaft and tip were microscopically examined. The device was broken/damaged in 2 places. The 1st break was approximately 1.5cm from the strain relief and the 2nd break was approximately 53.5 to 58.5cm from the strain relief. The shaft was not completely separated the inner liner was still connected. There was also a kink in the shaft approximately 52cm from the tip. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. Bsc ID# (B)(4). Tw# (B)(4).

Event description:
It was reported that catheter detachment occurred. A renegade¿ hi-flo¿ fathom¿ system was selected for use. During preparation, when device was taken out of its box, it was noted that it was broken apart. The device was considered faulty and was not used anymore. The procedure was completed with another of the same device. No patient complications reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that catheter detachment occurred. A renegade¿ hi-flo¿ fathom¿ system was selected for use. During preparation, when device was taken out of its box, it was noted that it was broken apart. The device was considered faulty and was not used anymore. The procedure was completed with another of the same device. No patient complications reported.